Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was revised post dislodgement was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness prior to implanting the implantable pulse generator (ipg). It was also reported that post implant the rv lead dislodged.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of an implantable pulse generator (ipg), the patient had a fall with lightheadedness and syncope and needed a right ventricular (rv) lead revision. During the rv lead revision the lead stopped pacing and the patient needed to be paced externally using external defibrillator. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.